Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred and that the customer experienced load fill estimate issues. Customer's blood glucose was over 400 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.